Event description:
It was reported that there was an MRI of the head only. They reported that the pump was not working but the patient did not care about it anymore. It had not worked for 5 months. The patient did not have a managing physician and no one had checked the pump within the last 5 months. The caller did not know what medication was in the pump. The patient had come from the "or" (operating room) and was no in a rehab facility. The MRI was postponed until further information was provided for the healthcare provider. (No outcome or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
(B)(4) 2014 tel (rep): additional information was reported that the patient did not have a physician and the MRI had not yet been done. (No outcome or symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).